Event description:
Customer reported a battery jump when charging the pump, although the event date was not recalled. There was no reported impact to the customer¿s blood glucose level. The customer planned to monitor the situation and call back if further assistance was needed.